Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had an impeded extension. The extension was replaced on (B)(6) 2014. The patient met with their doctor on (B)(6) 2014 and everything was fine with the stimulator. The patient was doing well and receiving effective therapy after the replacement.

Event description:
It was reported that the implant was malfunctioning. ¿one half¿ was not working in the patient¿s body. When the patient turned it on they only got responses on one side of the body and not the other. The patient only had one implant and it was paddles and it was supposed to work on both sides of the body. The patient was able to adjust it. There was no stimulation, it was not working at all on the right side, it was completely dead. No matter how high the patient turned it up it did not activate in the patient¿s body. Everything was working fine on the left side. This had all begun on the day prior to the date of this report and it had worked fine prior to that. On the day prior to the date of this report when the patient would move his neck around a little bit every once and a while he would get a jolt on the other side but then it would disappear again and after a while would be completely gone. The patient had an appointment with their healthcare professional at 2:15 on the date of this report. They were concerned that one side of the 2x8 surgical lead had been disconnected from the implantable neurostimulator (ins). The patient had had no falls or traumas. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39286-30, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 39286-30, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).